Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reported was...

Event description:
It was reported in the patient's medical records that as a result of having the product implanted the patient has experienced, stress urinary incontinence, dyspareunia, excessive scarring, chronic pelvic pain, adhesions, chronic constipation, cystocele (prolapse), enterocele (prolapse), rectocele, recurrent vaginal pain, urinary retention, leakage with coughing/laughing/sneezing, urgency, insensible incontinence, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.